Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber.

Event description:
It was reported that, three moxy fibers did not have tips, so these were end firing. The surgery was completed by utilizing a fourth fiber. Patient outcome: "no injury to the patient" reported. This report is for second fiber.

Manufacturer narrative:
Date of event corrected. Event description updated. Serial # added. Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the tip is attached to fiber; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion deposits on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along fiber; the outer flow tubing and inlet flow tubing exhibit severe contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "no tip on fiber" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that during a bph surgical procedure at 37,614 joules of use and 12 minutes, fiber going to standby after a few seconds each time. Originally reported: "end firing". The fiber tip (cap) was not cleaned during the procedure. It is unknown how the procedure was completed. Originally reported: "the surgery was completed by utilizing a fourth fiber".